Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observing a spark while straightening the bent pins in the keyboard cable connector with a tweezer on a dimension exl with lm integrated chemistry system. The customer stated that keyboard and barcode scanner were not working before cable was disconnected. Then, the customer unplugged the keyboard cable and tried reconnecting it, noticed the pins were bent. The operator tried using tweezers to bend the pins back and noticed a spark. With siemens remote assistance, the customer plugged in a spare keyboard into the computer tower. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the keyboard cable and found the male end of the personal system 2 (ps2) connector had damaged pins preventing it from seating with the keyboard connection. The customer reconnected the keyboard, and it is functioning as intended. Siemens further evaluated the event and concluded that the damaged keyboard pin while reconnecting the keyboard contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reportedly observed a spark while straightening the bent pins in the keyboard cable connector with a tweezer on a dimension exl with lm integrated chemistry system. There are no known reports of visible flames, smoke, injury, nor adverse health consequences due to the event.